Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised that there was the possibility that this phenomenon was attributed to the failure of the camera cable of the subject device due to the external by the user handling, or due to the reprocessing or storage of the subject device together with sharp-tipped instruments (tweezers, forceps, knives, etc.). If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and video processor was displayed when the user used the subject device at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon and found the dent on the video connector and the damage of the camera cable. There was no patient injury associated with this report.